Event description:
The manufacturer received information from a customer that a ventilator inoperative condition occurred on a bipap a40 pro. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.